Event description:
It was reported that the sys 9900 had a data recall problem where intermittently the images recalled were attached to the wrong pt info. There was no adverse pt involvement reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. The hard drive was found to be corrupt, and was replaced, and the new drive formatted and software loaded. The system was tested, and found to be working as intended and placed back into svc.